Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Root cause investigation has not been completed.

Event description:
A medtronic representative reported that while testing deep brain stimulation (dbs) planning with a phantom, a medial shift in the medial direction was noted. This was under 2mm accuracy of the system, but consistently off in that direction. Registration accuracy was very good. When the tower was manually aligned to the target, using a mandrel, and the nexprobe was re-inserted and the alignment re-evaluated in the software, it did not match. The target alignment screen showed variation based on the angle of the camera, even while keeping appropriate geometry errors for the probe and reference frame. There was no patient present when this issue was identified.

Manufacturer narrative:
The site has switched to using stereotactic localization and is no longer interested in troubleshooting the nexframe issue.